Event description:
Information was received from a friend or family member, and the patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient has electric feelings in their hands when they go to plug something into a wall outlet. This only happens intermittently since being implanted with their device. The patient does not intend to follow up with their healthcare provider (hcp) about the symptoms. No further complications were reported or anticipated.